Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During the placement procedure, the patient aspirated, and was hospitalized for observation of cough and low oxygen saturation. A chest x-ray was performed, and revealed aspiration pneumonia. The patient was treated with IV unasyn for the aspiration pneumonia. After two days , the patient was discharged home with unknown oral antibiotics.